Event description:
Patient had a diagnostic procedure and the physician found two areas of blockages. At that point they proceeded to do an intervention on the rca, right coronary artery, first with no complication. The physician implanted two taxus drug eluting stents in the rca (3.5 16 taxus and a 3.5 12 taxus) the site used a 6fr rbrca guide. After they finished the rca the physician went over to the om vessel. After using intravascular ultrasound they found that the vessel was narrowed to the point it needed attention. The physician then implanted a drug eluting stent in the om ( 3.5 8 taxus) the guide used was a 6fr al 1 with out complication. After the stent balloon was removed an angiographic picture was taken to make sure every thing was ok. After the injection of the viipaque contrast there was a disection of the left main coronary artery. And this dissection extended out into the aorta. At that time the patient started to complain of chest pain the cardiac surgeon was notified and the ER doc came and intubated the patient. Patient went into cardiac arrest and CPR started. Or was told to set up for an emergent open heart. Md then put in a different guide and tried to open re-wire the vessel. We were able to get a guide in and put a wire back down the vessel. At that point md was trying to preseve what they could until the doctor got the patient to the or. Md deployed a drug eluting stent 92.516 taxus in the patients left main, hoping to re-establish flow until the site transported the patient to open heart. CPR continued the entire time, until the patient was put on by pass.